Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 3300tfx 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 6 years, 6 months due to severe aortic stenosis. A 9750tfx 23mm transcatheter valve was implanted without complication. The patient tolerated the procedure well and was transferred to the pacu in stable condition. As reported, the event was due to disease progression.